Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a wide-complex ventricular tachycardia (vt). Review of the episode showed some double-counting of the rhythm which led to shock delivery. The shock accelerated the rhythm to ventricular fibrillation (vf) which was successfully converted with a second shock. No adverse patient effects were reported.